Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Returned pump plugged into the automated impella controller (aic) and placement signal was -27/-27mmhg. Biomaterial observed on sensor. Sensor cleaned with sporicidin and placement signal returned to -1/-1 mmhg. The cause of the issue was biomaterial. Refer to (B)(4) for additional biomaterial pattern details. With the available information, there is no indication that there was/is a product malfunction or deficiency.

Event description:
The complainant reported a loss in placement signal during impella support. There was no patient harm resulting from the noted issue.